Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited backup vvi mode due to an event queue overflow. The device was restored via programming changes. The patient had no adverse consequences.